Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted distal pancreatectomy surgical procedure, the 8mm maryland bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completed as planned with the same instrument. No known impact or patient consequence was reported.